Event description:
Related manufacturer report number:1627487-2024-07464. It was reported that the patient's was experiencing ineffective therapy from their scs system. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's scs leads were explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated.

Manufacturer narrative:
A patient experienced ineffective therapy and high impedances was reported to abbott. As a result, the patient's scs leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.